Event description:
It was reported that, "during the primary surgery, the patella was never resurfaced. Pt had knee pain and rom problems. During the revision surgery, the dr. Put in a patella button and downsized the insert from a 10mm to 8mm. Op notes and x-rays unavailable and confidential."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device, x-rays and medical records were not made available. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.